Event description:
It was reported that during a percutaneous intervention procedure peeling occurred. Vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the calcified and severely tortuous left renal artery. The 90cm pv mach 1 guide catheter was advanced, but the tip was "peeled off." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)